Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 4. The patient's ultrafiltration (uf) reading was 1152 ml, indicating the home patient (hp) drained 1152 ml more than the largest prescribed fill volume of 1500 ml. This meant the total drain volume was approximately 2652 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed by review of the logs. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Device met specifications relative to iipv in the logs.